Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer's blood glucose level had no adverse impact. Customer declined troubleshooting therefore no additional product or event information was available.